Event description:
It was reported that physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery with scar tissue after an interventional procedure. Reportedly, the white suture broke. A sheath was placed to achieve hemostasis. There was no patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report. (B)(4).